Event description:
It was reported that an animal underwent an unknown veterinary surgery on an unknown date, and suture was used. It was reported by the healthcare professional that they have had problems with the needle on current box of 3-0 monocryl coming off the suture during the first several stitches - it has happened 3 times. There were no patient consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-03391. 2210968-2024-03392. 2210968-2024-03393.